Event description:
A customer reported that a system "locked up". Timing of the event is unk. There was no pt involvement reported. Add'l info has been requested, but none has been received.

Manufacturer narrative:
The company rep examined the system and found that loose tension in the footswitch caused a system message (sm) "up-switch failure" to occur on startup. The company rep added tension to the footswitch spring to address the issue. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).